Manufacturer narrative:
It was reported that the crossbar for the rollator broke while the end user was walking with it. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the crossbar for the rollator broke while the end user was walking with it.